Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported he was hospitalized with high blood glucose of 480 mg/dl, which may have gone over 500 mg/dl. Customer's symptoms included nausea and vomiting. It was stated the customer did not have supplies and wore the ones he had longer than he should have and the insertion site was hard. The customer stated he was in the hospital twice in the month of (B)(6) 2015. The insulin pump will not be returning for analysis.